Event description:
Patient called in to report a service required error code r2041 (hvm adc comparison test failure). The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the returned monitor and observed that the root cause of the reported issue appears to be a analog digital converter (adc) sense issue. The issue is that the capacitor is charging too quickly, which could be a sign of a damaged high voltage capacitor .the issue does not appear to be occurring at a rate significant enough to take further action. This appears to be an isolated incident and will continue to trend for future occurrences.